Manufacturer narrative:
(B)(6). Date of plate breakage is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). A device history record (DHR) review was performed on part: 441.449 / lot: 9634395: manufacturing location: (B)(4), manufacturing date: 21. Sep. 2015: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was implanted with distal tibia plate in (B)(6) 2016. The plate broke post-operatively on an unknown date. The breakage of the plate occurred in a screw hole. The breakage generated fragments, which could be removed easily from the patient. The broken plate was explanted on (B)(6) 2017. Condition of the patient immediately after the surgery reported as stable. No patient harm was reported. No other medical intervention was required. Concomitant device reported: screws (part# unknown, lot# unknown, quantity 13) this report is for one (1) 3.5 mm ti lcp(tm) anterolateral distal tibia pl 13 holes/left this is report 1 of 1 for complaint (B)(4)

Manufacturer narrative:
Manufacturing evaluation was completed. One plate and various screws were received. The plate was broken in two pieces. Marks and scratches were visible on the surface. The plate was produce as it should. No abnormality in process was found. Based on this, the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Measurements of the critical features were taken on the broken part. This confirmed the results of the device history records. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant parts: locking screw (part 412.119, lot l052611, quantity 2); locking screw (part 412.119, lot l069099, quantity 2); locking screw (part 412.114, lot l066216, quantity 2); locking screw (part 412.111, lot l049776, quantity 2); locking screw (part 412.114, lot l050397, quantity 2); locking screw (part 412.117, lot l048929, quantity 1); locking screw (part 412.111, lot l116862, quantity 1); locking screw (part 412.111, lot l147638, quantity 2); cortex screw (part/lot unknown, quantity 1).

Manufacturer narrative:
A product investigation was completed: the part 441.449 is broken in half at the third distal combination screw locking thread bore. The dimensions were as far as possible checked and found to be in compliance with the technical drawings and specifications. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with specifications and with the international standards. The fracture surface is homogenous what indicates material conformity as well. The device history record review shows that the device was manufactured in september 2015 and there were no issues during the manufacturing of the product that would have caused the complaint condition. All received concomitant screws were intact and undamaged. Based on our investigations and including the existing information we are not able to determine an exact root cause of this breakage. It is likely that any occurrence during the healing process, e.g. Non-union, delayed union, overloading or a combination of different factors, did lead to a fatigue failure. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.